Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The battery voltage was low and further troubleshooting could not be performed. A device replacement would be scheduled. No additional information was reported.

Event description:
New information reported stated that on (B)(6) 2017 the device was explanted and replaced. No patient symptoms or additional information was reported.

Event description:
New information reported stated that the patient was doing fine during and post surgery.